Manufacturer narrative:
The field service technician (fst) was unable to duplicate the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that a patient disconnect alarm had occurred. The device was in use on a patient at the time of the reported issue. The patient's spo2 decreased during the reported issue. It was assessed that this was a serious injury and the decrease of o2 saturation was possibly related to the device. The patient later passed due to pneumonia while being on a non-philips ventilator. It was reported that a patient disconnect alarm had occurred. The customer stated the device was in use and continuous positive airway pressure (CPAP) pressure was applied. The trigger did not respond to the patient's respiration when the CPAP pressure was applied. The customer changed the circuit to a closed circuit and the trigger was confirmed but it did not trigger once the circuit was put back again. The device was then replaced with another device. The circuit that was used with the v60 was then used with the new device and it confirmed to trigger. The reported issue was unable to be duplicated. Functional tests were performed for an investigation by a field service technician (fst) and no abnormalities were observed. It was confirmed in the event logs that a "low rate" alarm and "patient disconnect" alarm had occurred repeatedly. It is believed that this was due to an increase in leakage of the respiratory circuit. Repair is currently pending. This investigation is ongoing.

Manufacturer narrative:
E1: reporting institution name: (B)(4). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).